Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03541. It was reported the patient experienced swelling and heating at her scs ipg pocket site a day after charging her scs system. It was also reported the issues resolved after 1 day. The patient is now nervous to use her charging system. Subsequently, a replacement charging system (low energy) was sent to the patient. Follow-up identified the replacement charging system resolved the issue and the swelling yellow drainage from her scs ipg pocket site. Subsequently, the patient received keflex. (B)(6) 2013 follow-up identified the patient is now receiving cipro and bactrim. Additionally, culture results are pending and the patient is being monitored. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.